Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump stopped working. No other details regarding the reported malfunction were provided.

Manufacturer narrative:
Device evaluation: the device was subjected to visual external and internal inspection, as well as functional, and flow testing. The evaluation determined that the issue was caused by an occlusion, blocking the fluid path. Based on the results of the investigation, the reported event was confirmed. Internal complaint number: (B)(4).

Manufacturer narrative:
Internal complaint number: (B)(4). The device is currently being evaluated at the manufacturing facility. Once the device evaluation is complete, another report will be submitted.

Event description:
The pump was explanted. Date of explant is unknown.